Event description:
A customer reported via fax that a pt underwent a surgical procedure due to a degenerative patellar-femoral arthropathy of the right knee of (B)(6) 2009. Following the opinion of the surgeon, the prosthesis was explanted on (B)(6) 2010, because of an intolerance of the pt.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.